Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. A device replacement procedure was later performed. The device was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.